Event description:
While servicing the ventilator, review of the device diagnostic history indicated there had been a gas supplies lost: safety valve open alarm occurrence. Loss of both gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The occurrence was not reported by the customer, and there was no reported patient harm or involvement. The occurrence was not duplicated during service by the manufacturer's field service engineer. Performance verification testing was completed and tests passed to operating specifications.